Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable troponin t hs result for one patient sample. The initial result was 65.94 ng/l and was reported outside the laboratory. The treating physician didn't believe the result, so the sample was repeated. The repeat results were 7.33 and 7.10 ng/l which were believed to be correct. The patient was not adversely affected. The reagent lot number was 138684. The expiration date was requested, but was not provided. A specific root cause could not be identified. The field service representative determined the measuring cell had reached the end of its shelf life and he replaced it. He also found the tube alignment was not centered and the pinch valve tube was extremely deformed which contributed to the issue.